Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thrombectomy procedure using the solitaire ab stent delivery catheter, the catheter broke while treating an ischemic stroke in the right middle cerebral artery. Resistance was encountered during the procedure, and the solitaire pushwire broke or separated at the proximal section. Initially, the stent could not be retrieved due to the broken catheter. The stent was partially retracted into the microcatheter when the thrombus was pulled out, and during the retrieval process, the breakage was discovered. All broken segments of the pushwire were successfully removed from the patient by retrieving the middle catheter as a whole. The stent was also removed from the patient. The pushwire had not been torqued during the procedure. The product was explanted and replaced by another manufacturer's product. No patient complications have been reported as a result of this event. The patient's baseline mrs, nihss, and tici scores were 5, 17, and 0 respectively. Post procedure these were 5, 17, and 3 respectively. IV tpa was not contraindicated. Three passes were made with the device. The patient's vessel tortuosity was moderate. The stroke onset to reperfusion time was said to be "12". Additional information was received. The catheter was a rebar. The resistance was in the distal section of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. The cause of the resistance/break was not determined.